Event description:
It was reported the duodenovideoscope, manual cleaning was not performed within the hour after procedure. The delay for processing was one hour and twenty minutes. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
Update to d9, h2, h4, h6, h11. The device was not returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.